Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6 (medical device problem code - 1384 has been added) with this report. Pump was received with pump error 37 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 37 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (7) no delivery/occlusion alarms in the event date of 17-mar-2025 started from 15:13:21 to 16:37:21 during basal delivery. (6) pump error 37 alarms found in the pump history file/trace on 17-mar-2025 started from 16:20:40 to 16:44:09. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage to the pump case noted. No delivery/occlusion alarm was not confirmed. Drive/motor anomaly, rewind anomaly and pump error 37 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block, the pump was unable to rewind where the reservoir was not fitting, and also had a mechanical problem (pump error 37). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error 37, confirmed the same and unable to clear the error and the customer declined to troubleshoot. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.